Manufacturer narrative:
The data and information provided in the article were reviewed and supported the complaint issue. A review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations associated with the list number and the complaint issue. The performance of the alinity I hbsag qualitative ii reagent was reviewed using field data from customers worldwide. The median patient results for all reviewed lots are comparable and within established limits, confirming no systemic issue for the lots. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii reagent was identified.

Event description:
A literature article by halawani, s.h., aldosari, et al., titled ¿the frequency of transfusion transmitted infections in healthy blood donors at king abdulaziz hospital, makkah, kingdom of saudi arabia,¿ published in medicina (lithuania) in 2025 (61(12); doi: 10.3390/medicina61122153), evaluated the frequency of transfusion transmitted infections (ttis) among 8,831 healthy blood donors at king abdulaziz hospital in makkah, kingdom of saudi arabia, between january and december 2023. Hbsag serological screening was performed using the alinity I hbsag qualitative ii assay. Out of 8,831 donors, the alinity I hbsag qualitative ii assay yielded 25 reactive cases; however, hepatitis b virus nucleic acid amplification technology (hbv nat) testing revealed 28 reactive cases among all donors. No impact to donor management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p10-22 that has a similar product distributed in the us, list number 08p10-21/-31, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A literature article by halawani, s.h., aldosari, et al., titled ¿the frequency of transfusion transmitted infections in healthy blood donors at king abdulaziz hospital, makkah, kingdom of saudi arabia,¿ published in medicina (lithuania) in 2025 (61(12); doi: 10.3390/medicina61122153), evaluated the frequency of transfusion transmitted infections (ttis) among 8,831 healthy blood donors at (B)(6) hospital in (B)(6) saudi arabia, between january and december 2023. Hbsag serological screening was performed using the alinity I hbsag qualitative ii assay. Out of 8,831 donors, the alinity I hbsag qualitative ii assay yielded 25 reactive cases; however, hepatitis b virus nucleic acid amplification technology (hbv nat) testing revealed 28 reactive cases among all donors. No impact to donor management was reported.